Event description:
Received a letter from an attorney alleging a fire occurred in a building where a pride scooter was located. No injuries reported.

Manufacturer narrative:
Device inspection anticipated, but not yet begun. A follow-up report will be submitted once the inspection is complete. No conclusion can be drawn at this time.